Manufacturer narrative:
(B)(4).

Event description:
A programming history review for the generator revealed a programming anomaly occurred on (B)(6) 2015 that changed device settings and therapy. On (B)(6) 2015, interrogation of the device found that the device was programmed on to 2 ma output current for normal mode stimulation and 2.25 ma output current for magnet mode. After this interrogation at the same office visit, system diagnostics was performed. A final interrogation was not performed. At the next visit on (B)(6) 2015, the patient's device was interrogated and found to be programmed to 0 ma output current for normal and magnet mode stimulation. The patient was programmed back on to the intended settings directly after this interrogation was performed. No report of a patient adverse event related to this programming anomaly has been received to date. No additional relevant information has been received to date.